Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s system was explanted to address the issue.

Event description:
Manufacturer report number 3006705815-2024-01508, 3006705815-2024-01509. User facility medwatch received that states below: it was reported that the patient experienced pain, undesired positional stimulation all over the body, periodic convulsions and loss of speech which worsened following an ipg replacement (manufacturer report number 3006705815-2023-04755). Additionally, patient is experiencing ineffective stimulation and additional pain. The patient is also now experiencing extreme pain with body movement due to lead. Troubleshooting was unable to resolve the issue and the therapy was turned off two weeks after the implantation, however the pain continues to worsen. As such, surgical intervention/system explant is anticipated at a later date in 2024 to address the issue. Medwatch mw5150043: patient¿s system issues are reported under manufacturer report number 3006705815-2024-01508, 3006705815-2024-01509. Medwatch: mw5150044 ineffective stimulation is reported under manufacturer report number.

Manufacturer narrative:
Date of event estimated.